Event description:
It was reported that during the intervention of a colon anal anastomosis, when the surgeon used the device by pressing the handle to start the cut and closure of the colon, the device did not work : the 2 jaws of the device overlapped. He was therefore unable to cut or staple the colon. Use of another device. No patient consequences,

Manufacturer narrative:
(B)(4). Date sent: 7/21/2023. D4 batch # 114c33. B3: only event year known: 2023. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The analysis results showed that the gcs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer, anvil and pin detached, the washer was uncut with marks, and the reload had the drivers partially advanced. In addition, the knife was received exposed and nicked. The device was tested for functionality with a test reload and it fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The device lockout and the reload lockout were functional. The device fired without any difficulties. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing, the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. It should be noted that to reload the device insert the new reload into the metal housing and snap it into position. The tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated. Remove the staple retainer. Check that the reload is held firmly within the jaws. If the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for additional information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 114c33, and no non-conformances were identified.